Manufacturer narrative:
The mcs instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. In addition, the root cause of the operative complication cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The site's system logs were reviewed with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the customer claimed that the mcs instrument allegedly caused a burn injury on the patient's skin at the incision site. The burn injury was repaired by excising the tissue. However, at this time, the root causes of the customer reported failure mode and intra-operative complication are unknown.

Event description:
It was initially reported that during a da vinci-assisted prostatectomy procedure, the monopolar curved scissors (mcs) instrument allegedly auto-fired. There was alleged evidence of a burn at the incision site. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the surgeon's bedside assist: the bedside assist stated that at the end of the procedure, when she pulled the mcs instrument out, she noticed that the trocar had heated up and was warm to touch. Then she saw evidence of a burn injury on the skin around the port incision. She stated that the mcs instrument was installed on arm 1. The other instrument used in arm 1 during the procedure was a mega needle driver instrument. She confirmed that the surgeon used the mcs instrument for the entire procedure with no issues. It was confirmed that the surgeon and the surgical staff did not actually witness arcing of electrical energy from the mcs instrument. She stated that the burn injury was circular in shape and around the trocar. It was also confirmed that the burn injury was very superficial and at the epidermal level. The bedside assist stated that she excised the tissue and closed the incision site with sutures as per normal surgical practice. The bedside assist indicated that she did not believe the mcs instrument auto fired as initially reported. She also confirmed that the grounding pad was secured well on the patient with no issues. It was also confirmed that the instruments and cannulas were inspected prior to use. However, the bedside assist did state that she was not sure if the instrument's cord was touching the trocar and if the burn could have been related to that. The settings on the electrosurgical generator were used as per manufacturer's recommendation. The planned surgical procedure was completed robotically and the patient was reported to be recovering well. There were no post-operative complications reported.